Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device is used for an demonstration. When opening the package to show it to dr, outer sleeve tip was deforming which might be caused by heat. No patient involved. Our rep confirmed that the device was storing in the car for three hours right before opening it.

Manufacturer narrative:
(B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The distal edge of the cannula appeared to have melt damage. The envelope and circular seals were intact. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the melted cannula. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).